Event description:
A customer reported that their pump screen was not turning on, and attempts to resolve the issue by checking the power connection and button pressing were unsuccessful. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support decided to replace the faulty pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy and consult a healthcare professional if necessary. The replacement pump would include updated software and training would be accessible through the customer's tandem source account. The customer was also guided on returning the malfunctioning pump to tandem and acknowledged the provided instructions.